Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) while patient was under general anesthesia in the endoscopy suite, the single use electrosurgical knife was bent and fell into the patients' stomach that was retrieved using a grasping forceps. The procedure was prolonged for less than 30 minutes, back-up device used to complete the therapeutic esd procedure. There were no unplanned diagnostic imaging to locate the fallen device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the fractured section of the cutting knife had thinned as a result of thermal melting. The exact cause of an excessive electrical discharge generation could not be identified; therefore a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.